Event description:
The customer reported that the device displayed an error message of "patient not found". No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the customer at (B)(6) health reported the following issue with mu-631ra (no sn provided), from patient monitoring: device patient name disappeared from the unit. Service requested: troubleshooting. Service performed: customer reported that at 11:45am, the monitor displayed "patient not found." Patient had not been changed for another and had not been disconnected. At 03:24 pm, it was noted that the issue was fixed. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. Further investigation of the issue is limited as the device and/or logs were not retrieved for evaluation, nor was the device serial number provided. The customer was not willing to provide further information. Based on the information provided, it is not possible to make a determination of the root cause. The severity of the incident is considered to be "moderate." Lack of the patient's name on a device removes one of the two required patient identifiers in provision of care and treatment of the patient, which could lead to delay in patient identification and timely care. Investigation summary: based on the information provided, it is not possible to make a determination of the root cause. The severity of the incident is considered to be "moderate." The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d4: serial number. D11 & c2: concomitant medical device. F9: approximate age of device. No serial number was provided, so the age of the device is unknown. H4: device manufacturer date.

Manufacturer narrative:
The customer reported that the device displayed a "patient not found" error message. No patient harm was reported. The customer indicated that they will not be providing any additional information regarding the event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Below is the exact description of the customer complaint: all of a sudden @1145 - monitor reading "pt not found". Pt as not changed, has not been disconnected. Called nk-unable to help. Advised to contact biomed. Biomed rick has been on phone since 1214 trying to fix. Finally fixed, but not correctly @ 1524.

Event description:
The customer reported that the device displayed an error message of "patient not found". No patient harm was reported.